Manufacturer narrative:
The returned product was evaluated and no malfunction was identified. No bend was observed in the cannula. During inspection, an air bubble was noted in the insulin reservoir. The cause of the air bubble could not be determined. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported her blood glucose and insulin history is as follows: (B)(4). The pod was deactivated and she noticed the cannula was bent.